Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery remained static at 100% charge for multiple days. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the current pump for insulin therapy.